Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended.

Event description:
Customer reported the left monitor is not working. No pt injury was reported.